Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer has experienced hyperglycemia for the past 10 days despite delivering insulin via the infusion device, and she believes the insulin delivery is inaccurate. No adverse event was reported. The alleged product was replaced and requested for evaluation.